Event description:
It was reported that sensor not working occurred. The product was evaluated. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and no pairing code. Data log analysis was performed and fail. A review of the share logs was performed and signal loss due to the transmitter and app were not being able to establish a connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss over an hour. The reported event of a sensor not working occurred is reportable based on the finding of a signal loss due to the transmitter and app were not being able to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.

Event description:
It was reported that sensor not working occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of sensor not working occurred is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.